Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 500ml infusion of ns was programmed to infuse at 50ml/hr, was alarming for air-in-line and when they opened the pump door they noticed a bubble in the silicone pumping segment. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint of a balloon in the silicone segment was confirmed per picture received from the customer. It was observed per picture received that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause of this event could not be determined.